Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted during the manufacturing of the monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Ev1000 monitors have a five-year useful life. The referenced monitor was manufactured october 1, 2011; therefore, the monitor had exceeded its useful life by more than one year at the time of the reported event. Examination of the returned device confirmed the customer¿s complaint of a frozen screen with no further measurement. The root cause was identified as the result of a failing motherboard component. There was no evidence or indication that a manufacturing defect was responsible for the failure. The motherboard was replaced to restore the monitor to functionality. Pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations which is monitored continually in common clinical practice. In this case, the hemodynamic values were static, which alerted the clinical to begin the troubleshooting process. If necessary, the ev1000 could be exchanged for another with minimal delay in treatment/monitoring. In this case there was no patient injury noted because of the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device is expected to be returned, but has not yet been received. Upon receipt and evaluation of the device, a supplemental report will be submitted with the evaluation results. The device history record results will also be reported via supplemental MDR report.

Event description:
It was reported during use of the ev1000 monitor, the screen froze and measurements stopped. After rebooting the system, the screen turned blank. There was no report of any patient compromise or any patient injury. Patient demographics requested but have not been provided.